Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. A review of the system logs showed multiple continuous restarts. However, there were no signs of the handle being unable to charge in the field. It was reported that the power pack cannot hold a charge. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Additionally, the evaluation detected an unreported condition of the oled screen having a burnt in section on the display that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur due to the display showing the same image on the display for a prolonged period. The handle is programmed to turn off the display when not in use. However, when components are connected to the handle, the amount of time it takes the screen to shut off is extended. The investigation found the unreported failure did not cause or contribute to the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the sales representative's home, when the handle was installed in the charging station, it sometimes starts charging and lights up green. When the process was repeated, sometimes the handle just does not start charging and then the charger lights up red, but not always. The user changed the handle and charger to resolve the issue. There was no patient involvement.